Manufacturer narrative:
H.6. Investigation: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation were found for this batch. No samples of reported incident were received to analysis. The images received cannot support the failure mode evaluation. In addition, 4 retention samples were evaluated for the complaint lot where the parts were subjected to the movement force test and scale permanency test and no non-conformities were observed. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint. H3 other text : see h.10

Event description:
It was reported that syringe plastipak 20ml s/su plunger was difficult to move on 4 occasions and the syringe had scale marking issues. This was discovered during use. The following information was provided by the initial reporter: I am a pharmacist and have always used bd syringes. But the last 20 ml I bought are extremely hard. In addition, graduation is coming out quite easily.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe plastipak 20ml s/su plunger was difficult to move on 4 occasions and the syringe had scale marking issues. This was discovered during use. The following information was provided by the initial reporter: I am a pharmacist and have always used bd syringes. But the last 20 ml I bought are extremely hard. In addition, graduation is coming out quite easily.